Event description:
Information received by medtronic indicated that the customer was unable to connect the insulin pump to the minimed mobile application. Troubleshooting was performed and issue was not resolved. No harm requiring medical intervention was reported. The customer will continue the use of the device and will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
"We were unable to test due to the lack of information provided within the ticket that was necessary to perform a comprehensive analysis. Without access to the required data, we are unable to investigate the issue. We were missing the device model and the os. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in requirement (B)(4) document (B)(4), version g. After investigating we have determined that the fota app meets all requirements, and no issues were found. Further examination by the pump team is necessary to resolve the issue pertaining to the pump's side. After further research, known steps for successful wireless software installation to 780g have been exhausted at this time. Based on a ticket description the customer was faced with the ""step_5"" issue. The fota app logs were not provided for the comprehensive analysis. The fota test team suggested below workaround steps from the troubleshooting guide that was provided by the pump team for the issue resolution: 1. Remove the battery from the pump. 2. Reboot the pump by long pressing the back button until the screen turns off (this will take ~20 seconds). 3. Turn the pump back on. 4. Restart the fota update process from step 1. If the workaround steps provided above do not resolve the issue, we asked the helpline to perform a pump replacement. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.